Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator exhibited an unknown malfunction. The device was explanted and replaced. No patient symptoms or additional information was reported.